Event description:
It was reported to philips that the system was not booting up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) inspected the system onsite and found that the system did not boot up. Upon troubleshooting, the fse observed that the display was stuck and was showing that the x-ray system was starting up. To resolve the issue, the fse installed the system software, reloaded the backup, and completed the configuration settings. After that, the system returned to use in good working condition. The codes were updated based on the investigation outcome.